Event description:
The customer reported misalignment of the radiation field. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the radiation field size. System operates as intended. (B) (4)